Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy, on detaching the lung fissure, the stapler was able to fire, the staples burst out. The staple line was incomplete distally. They sutured to fix the staple line. They replaced with a new product to complete the case.